Manufacturer narrative:
H3, h6: the navio bone screw driver, part pfsr110164 used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor could be mechanical component failure and breakdown/defect of the weld. Refer to the product user manual for "recovery procedure guidelines" that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. This failure is an identified failure mode within the risk assessment. The medical investigation found that this complaint from the united kingdom reports that a navio bone screw driver spun freely and did not grip and drive the pin. Based on the information provided, there was a small surgical delay. No patient injury or impact was reported and the procedure was completed with manual instrumentation. Smith & nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a navio-assisted tka surgery the navio bone screw driver spun freely and did not grip and drive the pin. The procedure was completed, with a minimal delay (less than 30 minutes) using a wire driver. No patient injuries and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.